Event description:
It was reported to gems that a sedated pt rolled over and fell off the omega 4 table during an interventional procedure. The pt hit their head on the lc gantr and rec'd stitches for a head laceration. It was initially reported that the pt appeared to be ok. Several days later it was reported that pt died of subdural hematoma. The hosp declined to provide additional details.